Event description:
This is being filed as a clot was seen on the tip of the clip (cds 41013u1/(B)(4)). Although there was no device issue reported, the clip cannot be ruled out as possibly causing or contributing to the clot. It was reported that during a mitraclip procedure, as the first clip delivery system (cds 40807u1/(B)(4)) was being checked to confirm that the clip arms were perpendicular to the mitral valve leaflets, the clip was observed to have moved in a medial direction. As the cds was being advanced into the left ventricle, the clip was observed to be diving medially. The device was removed from the anatomy without difficulty. Two additional cds devices were used and the clips were successfully implanted on the mitral leaflets. The last clip delivery system (cds 41013u1/(B)(4)) was then introduced into the anatomy, but just as the clip exited from the steerable guide catheter (sgc), a clot was seen on the tip of the clip. The device with the clot attached was retracted back into the sgc and out of the anatomy. Once out of the anatomy, the clot was no longer on the clip and was thought to have remained in the sgc. The sgc was removed from the anatomy and was not inspected. The procedure was aborted. Post procedure, the patient was stable and the mixed mitral regurgitation grade was reduced from 4+ to 1+ with the implantation of two clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system (cds) was discarded. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that there was a continuous heparinized saline flush during guide and cds insertion/advancement. It was also noted that the activated clotting time was monitored throughout the procedure, and confirmed to be above 250. This indicates that the physician inserted and advanced the system per the steps listed in the instructions for use. Per the physician, a heparin induced thrombus was not suspected. A review of the lot history record revealed no nonconformances for this lot. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other clip delivery system (cds 40807u1/(B)(4)) referenced is being filed under a separate medwatch MFR number.